Event description:
During a laparoscopic cholecystectomy procedure, the jaws of the instrument scissored causing the clips not forming properly. The surgeon applied another device. The hosp reported that no pt injury had occurred.